Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the surgeon elected to convert the surgery to thoracoscopy because the patient had an aortic aneurysm. The surgeon did not want to cause irritation to the aneurysm because of the angle of an instrument. There was no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the surgeon converted the procedure to thoracoscopy due to patient anatomy issue: aortic aneurysm. Before the procedure, the surgeon did not expect the possibility of converting the procedure due to the patient's anatomy. The system was inspected prior to use with no issue. The procedure was in progress about 40 percent before it was converted. The conversion resulted in increasing the port size incision. No additional ports were added. There was no intra-operative or post-operative complication. There was no patient injury.

Manufacturer narrative:
Based on the current information provided, there is no indication that da vinci device directly caused the complication. There is no allegation or report that a malfunction of the da vinci system, instruments, or accessories occurred during the procedure. This complaint is being reported due to the following conclusion: the da vinci-assisted surgical procedure was converted to thoracoscopy due to a patient anatomy issue. No additional ports were placed, but, the conversion resulted in increasing the existing port size incision.